Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician suspected that both ICD positive seal plugs were not aligned and loose. Another ICD was implanted. The transvenous defibrillation lead remains implanted and active at this time. Since the invasive procedure, the patient has continued to receive inappropriate therapy. It's now suspected that the "rate sensing" portion of the lead may be damaged. A second invasive procedure was performed and the transvenous defibrillation lead was explanted. Another transvenous defibrilllation lead was implanted. ICD and lead were implanted: 08/10/93, ICD explanted: approximately 09/04/96, transvenous defibrillation lead explanted: approximately 9/10/96